Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis. During analysis, the returned product was connected to an adaptor and it was tested using a syringe with water in order to detect any leak. During the test, a leak was detected in the air vent of the filter. The most probable causes of the leak were found to be damage from supplier and or damage after the product left facility. Based on the evidence, the complaint was confirmed. The problem source of the reported event was supplier.

Event description:
It was reported that the device was in use with patient for infusion of veletri and the device was found to leak at the filter. No adverse effects to patient reported.